Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with pre-op diagnosis: spinal stenosis, l4-5 and l5-s1. The patient underwent following procedures : posterior spinal fusion l4-5, segmental instrumentation using legacy system l4-s1, additional level fusion l5-s1, local laminectomy bone graft with infuse. Per op-notes: distraction was offered between l5 and s1. Transverse processes were decorticated, after this large bmp was used, split in half and using local auto graft and 90ml of cortical cancellous allograft, were placed in the lateral gutters bilaterally. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.